Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose 500 mg/dl on (B)(6) 2018 at 11:04 am. Blood glucose value when admitted to hospital was 500 mg/dl. Customer went to (B)(6) hospital. Customer reported the incident. The reporter phone number is (B)(6). Customer was vomiting, feeling tired and nausea. Customer had diabetic ketoacidosis. Troubleshooting was not completed. Insulin pump will not be returning for analysis. The customer was not using auto mode feature during the serious injury.